Manufacturer narrative:
(B)(4). Batch # m9292e. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed (B)(4) conforming clips; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout failure. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a new device was opened from sterile packaging, the device fired. The staples fired from the device and it was observed that they didn't close completely and effectively. The staples remained slightly opened, so they couldn't ligate (connect) blood vessels effectively. The device was removed from patient and a new sterile device was opened from sterile packaging and used to complete the procedure. There were no adverse consequences for the patient.